Manufacturer narrative:
Device is used for diagnosis, not treatment. A review of synthes device history records for lot 5060455 revealed the probe for compartmental pressure monitoring system was manufactured by (B)(4). 1 part was received and inspected to the synthes incoming final inspection sheet number 530if412 revision bo. The product conformed to all requirements. The certificate of compliance is dated 7/27/2005. 1 part was released to warehouse on 8/10/2005. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
Facility reports while being used to test a patient for compartment syndrome, the probe malfunctioned. It was not reported how the device malfunctioned. It was reported the procedure was delayed approximately 1 minute while another device was retrieved. This is report number one of one for complaint # (B)(4).

Manufacturer narrative:
Device was used for diagnosis, not treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.